Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that there was concern for thrombus. Log files were submitted for evaluation. The patient had a febrile episode on friday night and had cultures which came back positive. They had acute abdominal pain and vomiting. A computed tomography angiogram (ctangio) showed evidence of colitis. The patient was commenced on intravenous antibiotics. Inflammatory markers were elevated with this acute episode. An echocardiogram (echo) was taken on saturday showing evidence of a small thrombus on the tip of the inlet cannula. The patient has been anticoagulated with warfarin and aspirin. International normalized ratio (inr) had been 1.8 lowest on one occasion, otherwise 2-2.5. Pump power had been sitting in the 2.9 to 3.5. Flow was at 2.5 to 3.2l/min. Pulsatility index (pi) was at a 6-9. The patient had a few pi events 2 weeks ago, but nothing associated with low flow. It was the general feeling that this was a thromboembolic event that caused the colitis. Echo was repeated on (B)(6) 2025 with nil evidence of thrombus on inlet. The patient was stable hemodynamically over the course of events, not requiring additional inotropic support. There were no unusual events recorded in the event log file history. Despite the thrombus observed on the echo, the trended data did not contain attributes which would lead to suspecting the presence of thrombus within the motor chamber; however, that does not mean that thrombus was not present in the circulatory loop.

Event description:
It was reported that the patient was admitted on (B)(6) 2025. The patient was thought to have an arterial line infection. The cultures identified were staphylococcus epidermis. It was noted the infection had since resolved. The patient experienced segmental colitis and although thrombus was not identified it was suspected. There was a potential shadow on transthoracic echocardiogram (tte) at tip of inflow cannula, although over time believed to be shadow not thrombus. The patient's colitis resolved and they had been stable. The international normalized ratio (inr) range increased to 2.5 to 3.5 (from 2-3). The patient was discharged on (B)(6) 2025 and was doing well at home with no concerns.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Despite the thrombus observed on the echo, the trended data did not contain attributes that would lead to suspecting the presence of thrombus within the motor chamber; however, that does not mean that thrombus was not present in the circulatory loop. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists the adverse events, including infection and thromboembolism, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.